Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump touch screen would time out very fast with no customer interaction. The customer stated this "time out" happens within a few seconds. During troubleshooting, tandem technical support had the customer change the timeout settings from 30 seconds to 120 seconds. The screen timed out within 5 seconds multiple times while the customer was not touching the screen. The customer's blood glucose level was in target range at the time of the report. Customer confirmed that an alternate method of insulin delivery was available.